Event description:
Information was received from a consumer and a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had a loss of stimulation. Since (B)(6) 2016 therapy had been cutting off. The patient would check the ins with the programmer and therapy would have turned off by itself. It was noted that the patient fell out of bed in (B)(6) 2016. It was also noted that the patient had checked the ins with the patient programmer and it showed that stimulation was on and the patient had the ability to adjust stimulation. Additional information was received from the consumer. She had called a healthcare professional regarding the issue and they told her to contact a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.